Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 3.0. Date: (B)(6) 2010, inratio: 1.5, re-test: 1.0. Testing was performed minutes apart. Customer reports milking the finger.

Manufacturer narrative:
Investigation pending.